Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was upgraded from an implantable cardioverter defibrillator (ICD) to a cardiac resynchronization therapy defibrillator (crt-d) which required the addition of a left ventricular (lv) lead. The implant procedure was successful and normal measurements were confirmed the following morning and the patient was discharged. Remote monitoring data revealed suspected loss of capture on the lv channel. Therefore, the patient was brought back to the hospital for an x-ray and re-testing. Pacing impedance measurements were greater than 3000 ohms and x-ray revealed the lead was not fully inserted into the device header. The pocket was re-opened, and the lead was re-inserted into the header. The set screw was tightened, and successful lead to device connection was confirmed with a tug test. Lead testing produced acceptable measurements. The pocket was re-closed, and the procedure was completed. No additional adverse patient effects were reported.